Manufacturer narrative:
Additional information received stated the event date was on (B)(6), 2023. And there was no patient involvement.

Event description:
It was reported the device exhibited a primary audible alarm. Patient involvement is unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal broken but the device to be in good condition. A review of the device's event history log found multiple primary audible alarms and an acu watchdog failure. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. It was suspected that the connection between the speaker, interconnect ppcb and main pcb are loose and the root cause. B3: unknown.